Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the device was found stuck on the bios password screen. The keyboard was unresponsive, preventing password entry. The device had already been unplugged and was confirmed to have remained unplugged, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck at the basic input/output system (bios) password screen. A field service engineer rebooted the system, checked and reseated all hard drive cables before rebooting and confirmed the station came back up successfully. Customer was able to login and check inventory. The system functioned as intended after the field service engineer repaired the device.